Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted when the investigation is completed.

Event description:
During postoperative follow-up approximately five months after a robotic-assisted total knee arthroplasty, the surgeon reported a non-displaced fracture of the distal tibia at the tibial array pin site. The fracture was confirmed by x-ray. The patient reported twisting their leg during a fall from a ladder prior to diagnosis. The patient was treated with casting for an unspecified duration. No additional surgical intervention was required. No further information is available at this time.